Event description:
It was reported that the patient complained of receiving four inappropriate shocks while walking up a hill. Further investigation revealed that the six shocks were delivered due to t-wave oversensing, and the lead was reprogrammed to reduce the sensitivity. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.